Event description:
It was reported that after an unknown procedure, when the hospital handed the damaged device to the sales rep, the shear broke. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.